Event description:
A falsely elevated troponin I result of 1.96 ng/ml was obtained in a patient sample. The result was reported to the physician who questioned the result after administering treatment to the patient. The sample was retested on the same instrument and a result of 0.06 ng/ml was obtained. Although anti-coagulative therapy was applied, there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I is unknown.

Manufacturer narrative:
No further evaluation of the device is required. The cause for the falsely elevated troponin I is unknown. A dade behring field service representative was dispatched to the account and performed general maintenance on the instrument. The instrument is operating within specifications.